Event description:
It was reported that a pt underwent fusion surgery to treat degenerative deformity. The pt was treated with osteotomy of l4 plus interbody devices and posterior fixation from t12 to iliac. At 53 days post op, imaging revealed one rod breakage at l4. At 101 days post op, the pt underwent a revision surgery in which the surgeon removed the screws and rods.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Review of x-rays provided show a complex construct with interbody devices at l3-4 and l4-5, instrumented from t12 to sacrum. Ultimate fracture of rods at l4. Deformity of l4 is noted, but no preop films or revision films were available for review. Typical marks of connection with cdh legacy connection are visible near the breakage section. The rod contouring is localized at 3 to 4 bending points. The breakage occurred at one of these bending points. Two distinct areas within the fracture site can be identified. The first area is typical of fatigue damaging of the material starting from the posterior side of the rod and propagating anteriorly through a section perpendicular to the rod. The second area is of brittle type breakage, in continuity with the fatigue damaging and extending through the rod to the side opposite to the starting point. No pre-existing defect was found at the level of the rod breakage. The breakage is typical of a fatigue breakage due to cyclic flexural solicitation of the rod.